Event description:
It was reported by service report that the compression spring was missing causing the siderail to not latch intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Compression spring.